Manufacturer narrative:
This report is submitted on november 05, 2023.

Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array (specific date not reported). The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.